Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a bladder infection immediately after implant. There was also urgency with little production and burning. When she urinated she only got about 13 drops. The patient had not had a bladder infection in many years. She woke up 3:45 and 7:30 am to urinate and found there was an adequate amount of urine and no burning. The patient was optimistic things were getting better. The infection was confirmed and she was giving oral antibiotics. Antibiotics were given prophetically before the procedure and she was given additional antibiotics after the bladder infection was diagnosed. She saw the healthcare professional (hcp) today to provide another sample and anticipated she would have to take another round of antibiotics. It was noted that the patient had an unrelated medical history of shingles as a child and getting very sick after she was first vaccinated, and she just had a cold sore that needed two rounds of antibiotics before it resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.